Event description:
There were two target lesions. The cutting balloon was used for predilatation of the lesions. The balloon was inflated up to 6 atm in the med-lad. Following deflatio, the balloon was withdrawn by 20mm to predilate a calcified lesion in the proximal lad. During dilatation, the balloon ruptured at 8 atm. Flouroscopy was then performed and showed contrast dye in the proximal lad, left main and up to the ascending aorta. The cutting balloon was then removed easily from the artery with the guide catheter. There was severe dissection of left main and lad that was successfully treated with taxus stents. It was reported that the taxus stents were implanted after another predilatation of med lad and proximal lad with a maverick 2 balloon catheter. The pt experienced mild discomfort and remained hemodynamically stable during the rest of the procedure intravascular ultrasound imaging was performed and showed good final result.